Event description:
Litigation papers allege the patient was revised to address cobalt and/or chromium poisoning, constant pain, lost wages, lost income, loss of enjoyment of life, numerous doctors visits, revision surgery, anxiety, fear and other economic and emotional damages. **update** 11/25/2011 - medical records were received. The revision operative report indicates there was corrosion at the trunion-taper junction.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(6). Update: (B)(6) 2011 - medical records were received. The revision operative report indicates there was corrosion at the trunion-taper junction. The complaint was reopened to add the femoral stem and adapter sleeve. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.